Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as hives and welts. The patient reporting having sensitive skin and reporting having an incision and itchiness surrounding the incision. There is no indication the incision was caused by the lifevest. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The doctor suggested the patient take benadryl and the irritation improved. Supplemental report 9/14/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as hives and welts. The patient reporting having sensitive skin and reporting having an incision and itchiness surrounding the incision. There is no indication the incision was caused by the lifevest. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The doctor suggested the patient take benadryl and the irritation improved.